Event description:
Information was received from a consumer who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient got the poor communication and was unable to communicate with the recharger. The last time they felt stimulation was (B)(6) 2016 and the last successful charge session was (B)(6) 2016. The patient stated that since she had not been able to charge the ins or use the ins she had had a return of symptoms in the right side. The patient indicated she was hardly able to move. Further information received reported that they contacted her managing physician to make an appointment but they pushed back and stated that they needed to have the manufacturer representative (rep) over at her place.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.